Event description:
It was reported that (1) et45g was used during an unknown procedure. It was reported by the rep that the product would not fire. It is unknown how the case was completed. There was no consequence to pt.